Event description:
The x-celerator guidewire was used to introduce a neuroform stent into the cavernous segment of the ica. The guidewire was left in place with the coil-wire junction proximal to the neuroform stent. With the guidewire and a micro catheter, the aneurysm was probed and treated with 35 gdc coils. After removal of the micro catheter, as the guidewire was being pulled back, the guidewire separated. The distal portion of the guidewire was left in the patient. The physician tried to remove the guide wire coil with a retrieval device, this failed. Patient suffered a tia, which recovered 2 days after the intervention.